Event description:
A remstar auto aflex assy device was returned to a service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. In addition, the device displayed error code e053 (comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.